Event description:
A healthcare professional reported that a handpiece cannula occluded during surgery after the phaco for cortex. The occlusion was noticed before the irrigation/aspiration (I/a) handpiece went into the patient´s eye, on the moment the handpiece was placed on the tubings for the first time. Upon noticing the occlusion, the staff depressed the footswitch pedal in position 1 to "push" air into the handpiece, but the occlusion persisted. The staff took another cannula to complete the surgery. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary. One opened irrigating .3mm polymer ia in a handle in a blister was returned for the report of one of the canulas was occluded. An evaluation of the sample showed the following results: the sample was examined per facility procedure and was determined to be visually conforming. A water flow functional check using usp water was performed and this was observed to be functionally conforming. A device history record review was conducted and no anomaly was found during the device history record review. The product was released based on manufacturer¿s acceptance criteria. All I/a tips are 100% inspected by trained operators under magnification during manufacturing. Any defects, such as clogged or occluded tips are removed from the lot and scrapped. The root cause for this complaint is unknown because the returned sample was conforming to specification. The manufacturer internal reference number is: (B)(4).